Event description:
The user reported that during a pacemaker procedure the wire unraveled in the pt. The wire was advanced approx six inches when the physician noticed an issue. The needle and then the wire were removed from the pt. The physician then noticed that the wire had become unraveled. No harm or injury was reported.

Manufacturer narrative:
One used device was returned for eval. However, the eval has not been completed. The user did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed.